Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The caller mentioned having hyperglycemia and heart attack as well a bypass surgery. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to perform a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.